Manufacturer narrative:
(B)(4). The device history record for (B)(4) was reviewed and the product was produced according to product specifications. One used sample was received without original packaging. Visual inspection revealed that there was an open port on the rotary manifold which created an open circuit when in use. This open port was located at the base of the male swivel. The reported event is confirmed, however, investigation into the root cause is ongoing. The results will be provided in a follow up report, once the investigation is complete. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that there was a leak at the device detected at the ball, causing a leak and loss of oxygen supply to the patient. The patient experienced respiratory desaturation, which was stabilized after the suction catheter was changed out for a new one. The patient also experienced hemodynamic shock, which stabilized after 47 minutes. No further information has been provided at this time.

Manufacturer narrative:
Root cause analysis revealed a manufacturing related cause for the reported event. Corrective actions are in process to address this issue. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).